Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. When completed, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that patient's hip was revised after patient complaint of groin pain. Surgeon initially thought the shell might be loose but intra-operatively the shell was found not to be loose. Surgeon reported the shell may have been mal-positioned.

Manufacturer narrative:
An event regarding reported loosening and malposition involving an unknown tritanium shell was reported. The event was not confirmed. Device evaluation and results: not performed as product was not returned. A review of the provided medical records and x-rays by a clinical consultant indicated: review of these records confirms the reported symptomatic groin pain after a tha as well as a subsequent revision tha for suspected acetabular loosening did occur. Evidence supporting this suspicion included the patient complaining of increasing groin pain with weightbearing and radiolucencies about the acetabulum. The negative bone scan however does not support this suspicion. Reportedly at time of surgery the acetabulum was found to be well fixed. The root cause of the pain leading to revision cannot be determined as insufficient information was available. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Review of these records confirms the reported symptomatic groin pain after a tha as well as a subsequent revision tha for suspected acetabular loosening did occur. Evidence supporting this suspicion included the patient complaining of increasing groin pain with weightbearing and radiolucencies about the acetabulum. The negative bone scan however does not support this suspicion. Reportedly at time of surgery the acetabulum was found to be well fixed. The root cause of the pain leading to revision cannot be determined as insufficient information was available. Documentation which would aid in the further completion of this assessment would include: operative report from the revision tha, surgical implant records from the surgeries, dated pre and post op x-rays/imaging from the index and revision surgeries, implant retrieval, bone scan report and images, laboratory reports, office notes. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's hip was revised after patient complaint of groin pain. Surgeon initially thought the shell might be loose but intra-operatively the shell was found not to be loose. Surgeon reported the shell may have been mal-positioned.